Event description:
Revision surgery - the pt kept dislocating.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.5 months of pt use. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 29th complaint for this part number: 13 dislocation, seven infection, three loose joint, two dissociation, one pain, one limited range of motion, and one non-assembly. This is the first complaint for this lot. The root cause was not determined with confidence. There is no info reported that showed a material, design, or mfg problem with the product. Several factors not related to the implant can play a role in dislocation; such as loose joint from inadequate soft tissue, and pt activity.